Event description:
The same day after implantation of three stents, there was occlusion. Pci was performed on this pt who presented for emergent treatment due to an acute myocardial infarction. The de novo lesion in the right coronary artery was 50mm in length in an unknown vessel diameter. The lesion was further characterized as totally occluded type c. Intra-procedure medications included aspirin 100 mg/day, 8000 units of heparin, ticlopidine hydrochloride 200mg/day and cilostazol 200 mg/day. The lesion was pre-dilated with a 2.5x20mm balloon at 6 atm before deploying three overlapping cypher stents. First deployed was one 3.0x18mm cypher at 20 atm, then the 3.0x28mm cypher at 20 atm and finally, the 3.5x23mm cypher at 18 atm. Post-dilation was conducted with a 3.5x13mm balloon at 24 atm. Ivus was not conducted. Residual diameter stenosis measured 0%. Timi 0 flow was recorded pre-procedure and timi 3 flow was recorded post-procedure.